Manufacturer narrative:
The customer complained of falsely decreased total psa results on a patient sample analyzed on the architect isr08452. Upon a site visit by the field service engineer (fse), a cracked pre-trigger heater/ tubing connector (part number 7-77604-02) and a leaking pre-trigger pump (part number 7-96345-02) were found and replaced. A review of the service history for the analyzer did not identify issues that may have contributed to the current complaint. There have been no additional occurrences of discrepant results since replacement of the parts. A review of labeling shows the issue is adequately addressed. A 12 month review for similar complaints identified no trends of either the pre-trigger pump or the pre-trigger heater/tubing. A review of the architect i2000sr revealed no systemic issues or adverse trends associated with the erratic result issue described in this complaint. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Event description:
The customer stated that the architect analyzer generated falsely decreased total psa results on one patient sample. The results provided were: (B)(6) total psa = 21 / repeat 73 ug/l. There was no reported impact to patient management.